Event description:
Implantation inferphlex stabilization rod in right 2nd mpj. Negative pain post op 5 wks. Pt walking on beach and hyperflexed toes during propulsion - felt pop and had persistent pain. Developed swelling. Drained overlying cystic lesion. Scheduled removal cyst. Intra-op noted distal peg broken from ball at ball rod junction - removal distal rod.

Event description:
Add'l info rec'd from MFR 1/12/2005: the product in question is a flexible stabilization rod, sold under the brand name interphlex. The family of rods consists of 4 part numbers or sizes. It was first introduced into the marketplace in mid-2003. The initial data that osteomed received indicated that this was a second replacement of the first ray. The pt had a prior bio-pro implant (other manufacture) that was removed and the pt received an osteomed interphlex implant. About 5 weeks post-operative, the pt went walking on the beach and hyper-extended their toes. The product labeling indicates that the pt wear compliant footwear in the post-operative period. The pt heard a pop and experienced subsequent pain. The doctor ordered an MRI. The MRI showed a cyst, but no fracture to the implant. The doctor drained the cyst, which subsequently reformed. The doctor recommended a second surgery to "clean out the area" and re-drain the cyst. During the surgery he put the joint through range of motion, which was good. The surgeon then noted that the implant had fractured. The doctor and pt discussed the situation and based on the physician's recommendation the distal stem was removed and the proximal stem and sphere were left in the pt. Microscopic examination of the returned distal portion showed instrument damage. The doctor stated that the pt had good function of the reduced implant and that this approach would preclude a subsequent surgery for removal and replacement of the implant. The doctor stated in the initial report and during follow-up in early november that the pt was doing well and had no pain. Because the post-walking MRI showed the device to be intact and functioning well at the initial post-op procedure to drain the cyst, it was determined that the device did not cause or contribute to the incident and was not an MDR event. The fracture was noted only at the second procedure to drain the cyst, but the pt still had good function and appeared to be progressing well without pain. In late november 2004 MFR received a subsequent report from the doctor that the pt was again complaining of pain, and a re-operation was to be scheduled to remove the implant and replace it. Based on this new input, a medwatch report was filed (2027754-2004-0020).